Event description:
Per independent repair center: the unit will not start. The key failure is the power cord is damaged. Additional malfunctions are the humidifier adaptor is missing, the compressor intake filter was replaced, and the valve operator was leaking.